Event description:
This report was received by the national medical products administration (nmpa) on behalf of the customer via the customer feedback form. This case concerns an 86-year-old female who was admitted to the intensive care unit (ICU) due to common bile duct stones (choledocholithiasis) with acute suppurative cholangitis. On (B)(6) 2022, the medical staff placed the patient on a v60 non-invasive ventilator (unknown settings and configurations) for breathing support and respiratory improvement. On the same day, while the device was in clinical use, the device annunciated an alarm and displayed an error message of "the pressure tube at the approximate end was disconnected". As a result, the patient experienced difficulty breathing, and oxygen saturation (spo2) decreased (values not specified). Upon device inspection, it was noted that there was no gas output from the ventilator. The malfunctioning v60 device was replaced with another ventilator (unknown make/model). The patient's spo2 level improved after replacing the ventilator. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated by a philips field service engineer; the machine has no fault. The ventilator alarm was caused by the leakage of the breathing pipeline. After the pipeline was changed and connected, the machine did not alarm. Detection machine, and no fault. It can be restored to normal use. The customer reported that the unit could be returned to use.